Event description:
A health care professional reported that during unknown time of an intraocular lens (iol) implant procedure, broken haptic was noticed while injecting the lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).